Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage and removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) with 70% stenosis and was 26.3mm long with a reference vessel diameter of 3mm. The lesion was predilated and the 2.75x28mm omega stent was advanced, however it became stuck in the proximal part of the lesion due to calcification. While pulling back the device, the stent caught on the tip of a non-bsc guide catheter and got crumpled. The device could not be pulled out and finally it was removed with the guide catheter at the same time. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an omega stent delivery system and an omega stent with shelf box and product pouch. Examination of the returned device identified that the balloon was tightly folded with the stent secure on the balloon between the markerbands. There were multiple hypotube kinks. The outer and inner shafts were torn 16mm distally from the exit notch. The shaft material was lifted and rugged around the perforation. There were multiple proximal rows of stent struts that were bunched, bent, flared and overlapping. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage and removal difficulty occurred. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) with 70% stenosis and was 26.3mm long with a reference vessel diameter of 3mm. The lesion was predilated and the 2.75x28mm omega stent was advanced,however it became stuck in the proximal part of the lesion due to calcification. While pulling back the device, the stent caught on the tip of a non-bsc guide catheter and got crumpled. The device could not be pulled out and finally it was removed with the guide catheter at the same time. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable. This product is only ous approved but is similar to an approved us device.